Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly calcified lesion located in the ostial rca exhibiting 90% stenosis. The device was inspected before use with no issues noted. The lesion was pre-dilated with a 2.0 mm balloon. Initially an attempt to stent the index lesion using modified szabo technique failed. The 15mm stent was a bit long to negotiate the proximal tortuosity of the rca. There was failure to advance the stent. There were significant problems retrieving the stent back again. There was a challenge to get the stent back into the delivery system. A snare was used, and the proximal end of the stent became deformed. A 2.0 balloon was used to unmangle the stent, but the balloon was slipping on the stent. With the 2.0 balloon in place, the stent was snared on the balloon system. The whole system was extracted through a 12f sheath. A 3.0x12mm resolute onyx stent was then successfully deployed in the proximal rca at 14atm, and post-dilated in the proximal area. Stenosis was reduced to 0%. The index procedure was successful. 30-day visit indicated that implanted stent was still in place. There was no patient injury reported. (It was reported that the principal investigator was using a new technique which failed due to tortuosity. The pi has confirmed that there was no device malfunction)